Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that pt's parents considered that over the past 1.5 months, the pt did not performed with the device as he typically does. The pt also reported that about a week ago things have started sounding distant until he passes on the coil and then they are loud and at times too loud. No impact was reported. The clinician rechecked his maps and created progressively louder maps to load into the audio processor. Re-implantation is considered but not decided yet.

Manufacturer narrative:
(B)(4). Conclusion: device investigation did not reveal any device defect which is expected to have been present whilst implanted. Based on the received information and telemetry data, it seems very likely that the lack of benefit was caused by bone growth around the reference electrode. Damages found during investigation are related to the removal surgery. This is a final report.

Event description:
The hearing performance decreased for 1.5 months. The patient also reported that one week before the visit things started sounding distant until pressing on the coil, and then they were loud and at times too loud. The clinician rechecked his maps and created progressively louder maps to load into the audio processor. Re-implantation occurred on (B)(6) 2015.